Manufacturer narrative:
Concomitant medical products: (4) syringe, therapy date: (B)(6) 2016. Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an unspecified syringe patient event. The patient was on multiple unspecified IV infusions with four modules .there was no report of patient harm. Although requested there is no other event details provided by the customer.

Manufacturer narrative:
The customer¿s report that the returned syringe pump module was involved in a patient event was not confirmed. Physical inspection of the device identified no issues. Analysis of the pcu and syringe module event logs shows the module had no usage recorded on the reported incident date, the day prior or the day after. It was not connected to the pcu other than during the biomed¿s log downloading activity. The pcu event log had no recorded malfunction. The syringe module error log had no recorded error event in 2016 or 2017. Per the syringe module event log it was powered on in (B)(6) 2016 with no recorded infusions. The syringe pump module passed all testing with no anomalies noted. The root cause for the customer¿s reported issue was not identified.

Manufacturer narrative:
Additional information provided: device manufacture date.